Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom unspecified occlusion alarms as a downstream occlusion alarm when running a loaded set. Eval found that the downstream sensor readings were above specification with a fluid-filled set loaded, and also found the downstream pressure plate gap to be out of specification. The downstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced unspecified occlusion alarms. It was also reported that there was no pt injury.